Manufacturer narrative:
The investigation into the reported positioning issues has been completed since the original report was filed. Product & data were not returned for review. Based on clinical description, the root cause of hemolysis was most likely due to pump was not in the proper position.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 57-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was noted that the physician placed the impella pump deep due to the catheter "jumping back" across the aortic valve when trying to place the inlet into the mid-left ventricle. The patient was not harmed.